Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode. No episodes had been recorded in the device for the last 72 hours. No threshold testing was conducted. Boston scientific technical services (ts) discussed that lead measurements were within normal limits and that the device appeared to be operating normally. No additional adverse patient effects were reported. This device remains in service.